Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a "recharger problem, cannot continue, call medtronic" message and fail antenna test temp. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that when pt tried to charge their ins they got system problem rm03 which started saturday. Pt tried resetting controller, but that didn't resolve the issue. Pt said recharger (rtm) cord gets warm. Pt said that the port of the controller looked intact, and said that there were two screws loose inside the controller. They said their healthcare provider (hcp) noticed this and told them not to worry about it, but they could hear them rattling around. The manufacturer's patient services specialist (pss) tried to have pt tell them where the screws originally were, but they couldn't answer and just said "they're loose in there" and said they are not inside the controller, they just sit in the battery compartment and rattle around. The issue was not resolved. No symptoms were reported. Pt called back and stated that they received the replacement controller but were still having the same issues. Patient stated they were still seeing system problem rm03 when they try to charge the implant and the controller screen was going blank/unresponsive when they try to charge the implant. Pt stated they have to take the battery out to reset the controller frequently. Pt noted that they don't use the recharging belt and just hold the antenna with their pants. No symptoms were reported. It was reported that when pt connected the controller to the recharger or the ac power cord, the controller became unresponsive. Pt stated their controller and recharger was replaced in the past. Pt stated they received the replacement controller about a week ago and the issue began happening immediately. No symptoms were reported.